Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/21/2025, it was reported by a sales representative via (B)(4) that an ar-8332h shaver handpiece wobbled when in use. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (O-ring internal housing) the evaluation confirmed the reported event, ar-8332h shaver handpiece wobbled when in use, and attributed it to a missing o-ring located in the housing, preventing the attachment from making a secure connection, the missing o-ring is most likely due to use error.